Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site and experienced a low blood glucose (bg) level of 30s mg/dl. It was reported that the customer called 911 and went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin to address the bg. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.